Event description:
During a robotic assisted sacrocolpopexy the metal cord/wire at the tip of the instrument at the pulley system broke. The mega suture cut needle driver was immediately removed from service and replaced.manufacturer response for mega suture cut needle driver, intuitive surgical endowrist (per site reporter).complaint was filed RMA and device was returned for their review.what was the original intended procedure?robotic assisted sacrocolpopexy.